Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not power on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2012 (date/time not known). According to the csr's documentation, the patient does not manage her diabetes with oral medication or insulin and after the alleged power issue occurred, the patient reportedly continued with her usual diabetes management routine. As a result of the alleged issue, the patient reportedly developed a symptom of shaking at an unknown time later. The patient, however, denied receiving any form of medical treatment after the alleged issue began. At the time of troubleshooting, the csr verified the subject meter's batteries were not replaced per owner's booklet recommendation, the patient was using the correct test strips at the time the alleged issue occurred, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.